Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A user facility reported that 3 patients reported to hospital reporting abdominal pain following egg collection procedure with the devices listed. The patients have recovered with no reported incident related medical sequela. This report is for patient number two.